Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by a failed windows update leading to system instability. A field service engineer identified the station at 4 sp nurse station was stuck on a black screen due to a windows update stalled at 7% and repeated restart failures, including blue screen errors. After multiple unsuccessful recovery attempts, reimaged the station, configured rss, eset, and wsus, and completed data synchronization. Tested functionality with rx verification of patients, medications, and orders, which were confirmed working. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station hung at windows update. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.